Event description:
It was reported, by the clinician, the pt was being used by a physician in a hospital. The wire was used only in venous limb with external thrill of cephalic vein. Prominent clot burden near the anastomosis of cephalic - brachial fistula. Some clot successfully macerated under fluoroscopy. Flexible tip was near the arterial anastomosis when it separated from the device, just beyond the arterial plug material. The device was used without a wire on the arterial side. The physician was able to snare the tip from the pt. There were no pt complications reported. The device utilized in this event is an over the wire (otw) ptd which has the following precaution in the instructions for use labeling: during native fistula declotting, an appropriate guidewire should be used with the otw device. Excessive vessel tortuosity may significantly complicate the thrombectomy procedure. Due to tortuosity, if a guidewire cannot cross the clot, then an alternative procedure should be explored.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.